Manufacturer narrative:
10/7/15 follow up: contact reported that the customer's health care provider edited pump settings and bg levels have normalized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (323 mg/dl). Reportedly, customer had recently stopped taking medication for bg levels. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made to discuss bg management with health care provider.